Event description:
It was reported that since trial everything was working great until a day prior to the call when the patient developed neck pain, dizziness and nausea. It was noted that they weren't sure if this was related to the implant or not. It was noted that the patient was getting their trial taken out the day after the report. It was noted that the patient is still in the trial stage of the scs system. It was noted that the patient had a fractured back at the time of the report. It was noted that the patient has felt light-headed. It was noted that the patient felt "almost like a vertigo". It was noted that the patient felt "like it's moved", perhaps from sleeping on it. It was noted that the patient felt like "fluid was coming out of the back on these things".

Manufacturer narrative:
Product event summary # reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The information in the file was insufficient to evaluate and investigate because patient reported symptoms, possibly in association with ins / implant, but no additional information has been provided. The ins remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ins. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. The investigation of the ins is inconclusive because of insufficient event information. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_lead, product type: lead. (B)(4).